Event description:
When did the incident occur? During use. Hub of the nexiva fractures during use, not yet known what medication and how it was used. (B)(6). Was patient or user harmed? If yes, please explain no, but treatment was disrupted. Was additional medical intervention/medication required? If yes, please explain no. If leakage occurred, please confirm the fluid that leaked. Perfan. Its active ingredient is enoximone, a phosphodiesterase iii inhibitor with positive inotropic and vasodilatory effects. Could you please confirm what medication was used and how it was used. Perfan. Its active ingredient is enoximone, a phosphodiesterase iii inhibitor with positive inotropic and vasodilatory effects. 10mg/ml solution.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The complaint of a crack in the pink dual port luer adapter was confirmed. The cause may have been a combination of various circumstances; however, manufacturing was likely a contributing factor. One 20g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. A longitudinal crack was identified on one of the pink luer adapters. While overtightening at the connection may have been a contributing factor, the material typically will not crack. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
C code correction.